Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis, hyperglycemia, malaise treated with emergency medical services, IV insulin drip (intravenous insulin infusion), and no treatment. The customer reported a blood glucose value of 526 mg/dl. The customer reported the following led up to the event was no troubleshooting was identified. The customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was¿ unknown mg/dl, and the blood glucose value was 526 mg/dl which was outside of the acceptable range. The event involved product(s) mmt-7040x1. The customer is reporting a discrepancy between sg and bg. No further patient complications were reported. No product return is required for mmt-7040x1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.